Event description:
It was reported that the right ventricular (rv) lead measured high capture threshold and showed intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that premature battery depletion was noted on the implantable pulse generator (ipg). The ipg and rv lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.